Event description:
A surgeon reported that following insertion of an intraocular lens (iol), the haptic would not release. The iol remains implanted, but was noted to be slightly decentered. The surgeon noted that the iol being decentered might effect the patient's visual acuity. In a follow up, the surgeon noted that the iol remained subluxed, but the patient was happy with her vision.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. This report was mailed to FDA on: 06/19/2009.